Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es patient results for two samples drawn from two patients (patient a = 0.214 ng/ml; patient b = 0.289 ng/ml) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es results were not reported to the clinician as the laboratory confirms >ami trop results prior to reporting. The customer repeated the affected patient samples (repeat patient a < 0.013 ng/ml; repeat patient b < 0.013 ng/ml) and reported them. There were no allegations of harm to the patients as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es patient results were obtained. The samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Performance testing demonstrated that the vitros 5600 analyzer was operating as intended. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing cannot be ruled out as a possible contributing factor. There is no evidence that the vitros 5600 analyzer and vitros trop I es reagent had malfunctioned.